Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the patient experienced a six second pause. The right ventricular (rv) lead exhibited unstable thresholds, intermittent capture and the physician suspected dislodgement. The lead was explanted and replaced. During the revision procedure, the device exhibited loss of capture and a pacing problem. The physician then suspected a grommet or header port issue. The device was explanted and replaced. No further patient complications have been reported as a result of this event.